Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope ultrasonic probe was broken. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: acoustic lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. The adhesive on the bending section cover was detached and had a chip. The electrical connector had corrosion due to water leakage. The image guide protector had a scratch. The protector of the universal cord on the control section side had a scratch. The switch 3 rubber had a scratch. The universal cord had a wrinkle. The paint on air/water cylinder was peeled. The label on the scope connector was peeled. The adhesive around the objective lens was peeled. The objective lens had a scratch. The connecting tube had a scratch. The acoustic lens had a scratch. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the acoustic lens peeling was due to a physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. The event can be detected/prevented by following the instructions for use which state: ¿cautions for use related to the method of use, etc. 1. To prevent equipment malfunction, damage, or parts falling off, do not bend, hit, pull, twist, or drop this product with excessive force.¿ olympus will continue to monitor field performance for this device.